Manufacturer narrative:
Evaluation of the returned velocity delivery microcatheter (velocity) confirmed a fracture on the proximal shaft. If the device is retracted at angle during removal from a parent device, damage such as a kink and subsequent fracture may occur. Further evaluation revealed kinks along the length of the catheter and an ovalization near the distal end. This damage was incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns

Event description:
The patient was undergoing a medical procedure in the right internal carotid artery (ica) using a velocity delivery microcatheter (velocity), a benchmark bmx96 access system (bmx96), and a penumbra system red 62 reperfusion catheter (red62). After completion of the procedure, while retracting the velocity through the bmx96, the physician heard a sound and noticed under fluoroscopy that the proximal end of the velocity had fractured within the bmx96. Therefore, the physician removed the velocity and bmx96 together as a system. The procedure was completed at this point. There was no report of an adverse effect to the patient.